Event description:
A female patient contacted lifecor customer support to report that one of her battery pack comes out of the monitor easily. She claimed that she frequently finds the monitor off when she looks down at the screen. A lifecor territory manager (tm) visited the patient and replaced the monitor and battery pack.

Manufacturer narrative:
Device manufacture date: monitor. Battery pack 2008. Device evaluation summary: device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Battery pack had a damaged locking tab. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. The battery pack also had a broken white wire. The white wire connects the cells to the board. The root cause of the broken wire was a damaged end cap. The end cap was completely unglued as if the patient had dropped it. The wire was replaced. The battery pack was retested and restocked. The damaged connectors on the monitor and damaged wire and end cap on the battery pack were fixed. No adverse events resulted from the damaged monitor or battery pack. The patient received a replacement monitor and battery pack.